Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896126 there were no issues detected during manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3; it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was discharged five days later. The treatment and cause of the event are unknown. The dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.